Event description:
I have a rash all over my body, was given antibiotics and the rash hasn't improved, abdominal pain comes and goes, and tension headaches, went to emergency room once for a boil growing on my lower right abdomen.